Event description:
It was reported that the cassette containing fentanyl 2 mcg/ml-ropivacaine was found to be leaking during the receiving process. Per reporter the bag was found to be ¿wet and dripping on the pharmacist¿ when the bag containing the cassette was being placed into the storage system for controlled substances. No adverse effects were reported as a result of the alleged contact. The reporter stated that the clamp on the cassette on the pigtail tubing had not been closed as required, although the red luer-lock cap had been properly secured. It was reported that no physical damage was observed on the cassette or its tubing; however, liquid was observed inside the yellow casing. Per reporter manual pressure had been applied to the bladder and a leak was observed in a corner of the bladder along the seam, opposite the blue flow stop clip.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.